Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical usage and no evidence of blood were observed. A visual inspection was conducted. There were no nonconformance with the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. Based on the returned condition of the device and the results of the investigation the reported complaint "fitting problem; cannula" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 endoscope would not fit inside the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 endoscope would not fit inside the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.